Event description:
It was initially reported by the physician that the patient showed high lead impedance and the device has been disabled. No additional information was provided. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury.